Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient reported that their knee replacement failed. As a result, the patient is scheduled for a right knee revision on a future date. No further patient impact reported. No further information available.